Event description:
A patient reported "having the recalled allergan implants", "I¿m currently hoping to have these implants removed after they were replaced¿ and ¿my recent visit to see a new consultant to replace the existing implants¿, "lump in right breast it¿s a lymph node that¿s there due to foreign body implants in my body" "hardening".. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety ¿ product procedure: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, deformation, particles and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.